Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of an unspecified syringe broke off in the fill port of two large volume infusors. This occurred during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and it was noted that a broken syringe tip (non-baxter product) was stuck inside the infusor's fill port. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition was determined to be use-related in which either the syringe tip was defective or excess force was applied onto the syringe tip during fill causing the tip to break and be stuck inside the infusor's fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.